Event description:
Cortrak corflo ultralight enteral feeding tube with transmitting stylet -trak being placed as feeding tube, probably went into trachea, pt pulled out tube himself, decompensated and upon intubation bloody trachea, unsuccessful code.